Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to dislocation occurred (B)(6) 2020. Humeral stem size 14 and 135/145 40/+3 humeral cup were removed and replaced by humeral stem size 12 and 135/145 40/+6 humeral cup. Primary surgery on (B)(6) 2017.